Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported the device "completely shut off". The unit in which the event occurred (cardiovascular intensive care unit) utilizes IV poles with power strips attached to the pole which then need to be plugged into wall. There was patient involvement, however outcome is unknown. Upon further follow up received through on-site visit it was reported when clinician returned to the room, the syringe module was found to be off. All other modules were infusing as programmed. No alarms or alerts were heard from the syringe module.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Correction: medical device catalog #, medical device model #, concomitant med prod data. Additional information: unique identifier (UDI) #, medical device serial #, device manufacture date, device available for eval?, returned to manufacturer on, device eval by manufacturer? , imdrf annex a,g,b,c and d codes and manufacturer narrative. The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of the device ¿completely shutting off¿ was confirmed through battery log analysis, which recorded a ¿battery discharged¿ (lb3) alarm. This alarm immediately stopped the infusion without prior warnings such as lb1 ¿ low battery (less than 30 minutes remaining) and/or lb2 ¿ very low battery (less than 5 minutes remaining). This behavior is attributed to a battery with diminished capacity exhibiting an earlier-than-expected voltage drop. When this occurs, the voltage drop triggers the lb3 alarm before the battery capacity thresholds for low battery alarms (lb1 and lb2) are reached. The external inspection revealed the battery received was a third-party component from the company ¿interstate batteries.¿ the third-party battery did not have a date code, and the age of the battery could not be determined or when it should be replaced. This is considered a finding that could be attributed to the reported issue. The error, event, and battery logs were retrieved from the suspect pcu module using alaris system maintenance (asm) to review programming and event details related to the alleged incident. The review of the system battery logs confirmed that the suspect pcu alarmed ¿battery discharged (lb3)¿ on 15dec2025 at 8:05 pm. However, there was no record of the alarm for lb1 (low battery alarm) and lb2 (very low battery alarm). Event log review revealed on 12 december 2025, the device was turned on at 9:21 am and was put into maintenance mode, at 9:36 am alarmed for ¿battery very low¿ and was plugged to ac power. The suspect pcu was unplugged on 15 december 2025 at 7:32 am, battery log review exhibited the suspect pcu remained unplugged from ac power since this period, therefore at 6:11 pm the pcu alarmed for ¿battery very low¿. At 8:05 pm, the device shut down due to ¿battery discharged (lb3)¿. Prior to the reported event day, battery log recorded the same lb3 alarm on 06 december 2025 at 2:03 pm, the device remained unplugged from ac power from 06 december 2025 at 2:03 pm until 8 december 2025 at 9:31 am. Event log recorded only one (1) battery conditioning test performed on 09 december 2025 at 8:44 am. The third party-part battery was temporally replaced with a known-good dchu pcu battery, and the received pcu was placed in maintenance mode, and a ¿fast conditioning test¿ was performed. The test was completed successfully with no errors or malfunctions. The results indicated the previous capacity as 3400 mah, while the new battery capacity was measured at 3955 mah. No low-capacity warning was detected, confirming that the battery is operating within the acceptable range. The battery was charged for more than 16 hours before post-inspection testing was performed. The pcu was programmed using a known-good dchu pump module, and an infusion was started. Ac power was then disconnected, and the system continued to infuse on main battery power until the ¿battery discharged¿ (lb3) alarm occurred. The logs were downloaded and verified, confirming that the time between the low battery warnings was over 30 minutes for lb1 and five minutes for lb2 before the ¿battery discharged¿ (lb3) alarm. The suspect pcu was confirmed to alarm through all low battery phases. The alaris pc unit model 8015 technical manual specifies that only bd batteries should be used. The use of third-party batteries may compromise the safety and efficacy of the bd alaris¿ system and its components, potentially leading to device failure, patient injury, or even death. A medical device safety alertmms-21-4263-us) was sent out on 7 february 2022, warning facilities to only use bd-approved parts when performing corrective maintenance or repairs. The use of third-party parts can affect the safety and efficacy of the bd alaris and alaris devices, leading to device failure, patient injury, or even death. In addition, use of such parts may void the product warranty provided by bd. Use only bd approved parts when performing corrective maintenance or repairs. Use of third-party parts can affect the safety and efficacy of the bd alaris¿ and alaris¿ devices, leading to risk of device failure, patient injury, or even death. Failure to correctly follow the battery installation instructions may lead to intermittent battery connection, which could result in a loss of power and interruption in patient therapy. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported device 'completely shut off' and no alarms or alerts were noted was confirmed through log analysis. The battery log of the suspect pcu recorded ¿battery discharged¿ (lb3) alarm, stopping the infusion(s) without having provided prior warnings. This behavior is attributed to a battery with diminished capacity that exhibited an earlier-than-expected voltage drop. In such cases, the voltage drop triggers the lb3 alarm before the battery capacity thresholds for low battery alarms (lb1 and lb2) are reached. The probable root cause is being attributed to the use of a third-party battery. The use of third-party batteries may compromise the safety and efficacy of the bd alaris¿ system and its components, potentially leading to device failure, patient injury, or even death. Note that this report lists imdrf annex a0401, g02017, c07, d15, a1801, c0503, d08, g04037, c0601, a040502, g02035 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported the device "completely shut off". The unit in which the event occurred (cardiovascular intensive care unit) utilizes IV poles with power strips attached to the pole which then need to be plugged into wall. There was patient involvement, however outcome is unknown. Upon further follow up received through on-site visit it was reported when clinician returned to the room, the syringe module was found to be off. All other modules were infusing as programmed. No alarms or alerts were heard from the syringe module.